Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient experienced pain and discomfort after implantation of a hip-tep. Regarding the cup and apex hole eliminator, the patient was given unsuitable parts (thread diameter too large), jamming, etc. The patient has had pain in this leg for almost six years, on the side of the hip, even when turning at night, there's no visible loosening. The patient's walking distance has also shortened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description-pinnacle 100 acet cup 50mm. Product code-121701050. Lot no- 9272257 quantity of manufactured- (B)(4). Date of manufacturing-03 sep 2019 expiry date: 31 aug 2029. IFU #: 090200701 IFU tot hip pros. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description-pinnacle 100 acet cup 50mm. Product code-121701050. Lot no- 9272257. Quantity of manufactured- (B)(4). Date of manufacturing-03 sep 2019 expiry date: 31 aug 2029. IFU #: 090200701 IFU tot hip pros. Device history review: a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities were identified.